Event description:
It is reported that customer with several months history of itching experienced intermittent itching to the abdominal skin located under wafer's tape border. It is also reported that this issue does not occur everyday, but occurs immediately after application and will then subside. End-user performs wafer changes every two (2) to three (3) days.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. According to end-user, skin is cleansed with a (B)(6) glycerin soap, a 3m no-sting lollipops and eakin cohesive seals. Skin care was reviewed with end-user who stated that they already use stomahesive powder directly around stoma. Therefore, end-user was advised to apply stomahesive powder under tape border and to notify convatec if condition persists. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. (B)(4).